Manufacturer narrative:
The qc and calibration were passed, the on-site check was normal. Data logs were requested but not provided. Hence, the radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Event description:
According to the complaint, on (B)(6) 2023, the patient's sample was sent to the abl90 flex analyzer (B)(6) and the laboratory for tests. The hemoglobin value on abl90 flex analyzer was 204g/l, while the hemoglobin value at the laboratory was 79g/l. On (B)(6) 2023, the patient was retested on the abl90 flex analyzer and the routine blood test in laboratory. The abl90 analyzer value was 185g/l, the laboratory value was 74g/l. After recalibration, the analyzer returned back to normal.